Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was confirmed. Additionally, analysis of the device found the guide broken, yet held together with the actuator wire. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, only 1 proglide smc device was used and no pre-close was used in an access site used with a sheath over 8f. It should be noted the electronic proglide instructions for use (eifu), states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ in this case, it¿s not clear if the IFU violation caused the reported cuff miss. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this case, it is possible the guide broke during insertion inducing the cuff miss, or the cuff miss occurred due to the circumstances of the procedure and the break occurred post procedure. The compressive deformation is a normal effect from use. The guide break prohibits foot actuation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional procedure with an 18f sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, the suture (wires) were noted to be loose when the suture was harvested after plunger removal. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use.